Event description:
Reference number (B)(4). Event occurred in spain it was reported that patient faced 4 infusion sets cannula kinked events on 01-aug-2024, 05-aug-2024,09-aug-2024 and 12-aug-2024 within 3 hours of insertion.the infusion sets has been used for a few hours. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1977243 - MDR 3003442380-2024-26157 - device 3 of 4.